Manufacturer narrative:
Integra has completed their internal investigation on 11/24/2015. The investigation included: methods: review of device history records. Review of complaints history. Results: (B)(4). Conclusion: in summary the device in question was not released for inspection and although a video was provided the root cause to the end users experience could not be determined. This issue will be monitored.

Event description:
Movement in the skull clamp on the patient was reported. Additional information has been requested but to date, no new information has been provided.